Event description:
Asku

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4) the full lead was returned and analyzed. The helix was disengaged from helical channel. The defibrillation conductor was distorted. There was blood/body fluid on several conductors. The outer tubing was kinked/buckled. The inner tubing was cut, the outer insulation was breached cut. The outer buting overlay was breached cut. There was blood in/on the helix/lobe mec mechanism and mechanism (sleevehead). Tip seal observation.

Event description:
It was reported that the lead had a high number of short interval counts (sic), noise, and non-sustained tachycardia episodes. Detection was programmed off. It was further reported that there was t-wave oversensing on the right ventricular lead. After viewing lead via x-ray, the doctor chose to replace the lead due to its position. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.